Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: a review of the black box revealed multiple call service (cs) 162 loss of prime warnings due to low non-zero force. The battery cap was not returned with pump. Therefore, a test cap was used to complete investigation. A 24 hour duration test was successfully performed on the pump with no loss of prime warnings being duplicated. The force sensor calibration was found to be within specification. The pump case was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.